Event description:
It was reported that an attached summary was sent, and it was mentioned that the patient was hospitalized for an implantable cardioverter defibrillator shock. Further information was requested however, was not provided.